Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
The model number should have been 1636t/52 rather than 1636t/58.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the outer coil was fractured at 26.0 cm from the connector pin as a result of clavicular crush. Electrical analysis revealed an open circuit caused by the fractured outer coil.